Manufacturer narrative:
It is not clear what may have contributed to this event. There are several factors that may have played a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instrumentation, personnel, or device. Additionally, kryptonite is contraindicated for "use in a currently infected field or surgical site located near an infection" and "use in patients which the following: c) a recent untreated infection". The noted cement-hard nugget maybe an indication of excessive material, insufficient or improper site preparation and/or improperly placed material in the surgical site by the surgeon. No documentation within the DHR was found that would indicate a nonconformance to specifications that could have contributed to this event. A retainer sample from the batch in question was mixed and no issues were observed with mixing or hardness. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported through the distributor that a soft tissue infection developed a few weeks post-op which required a revision sternal procedure. A large cement-hard nugget of kryptonite material was also removed. The identified product and product code is designated for export only.